Event description:
It was reported by a customer in (B)(6) that the taperguard oral/nasal tracheal tube was used to intubate and (B)(6) female patient having a cardiac arrest, and suffering from an aspiration pneumonitis. The procedure was performed outside the hospital settings, by an emergency paramedic. It was reported that 40 ml of air was used to inflate the cuff of the endotracheal tube (ett) immediately after intubation in the field. Upon the patient's arrival at the hospital, x-rays were taken. The x-rays shows that the ett cuff appeared over-inflated. X-rays also showed a tracheal anomaly and pneumoderma (subcutaneous emphysema). The patient was extubated and reintubated with another ett. The patient was hospitalized on (B)(6) 2014 and died (B)(6) 2014. The physician caring for this patient attributed the death to a hypoxic encephalopathy and does not relate the death to the tube cuff over-inflation.

Manufacturer narrative:
No sample is expected to be returned. Without the actual complaint sample a full investigation cannot be completed; therefore we are unable to determine the cause for this specific event. Lot number is unknown and was not reported by the customer. Date of manufacture cannot be determined without lot number. (B)(4).